Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when attached, the large needle driver, did not respond correctly to the surgeon's commands. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the instrument did not respond to the surgeon's commands correctly. It was not defined whether this motion issue was related to static, scale, or direction issue. The timing of the instrument was not appropriate. The instrument did not move as it should have. There was no delay. No shakiness or friction was observed. The solution was to exchange the instrument. The instrument has been taken out of service.